Manufacturer narrative:
The device was received for evaluation. During functional testing, the device passed for flow rate accuracy within +/-5% specification. The reported condition was not verified and no cause was identified. No correction required. A service history review was performed and revealed that the device was previously serviced for this same issue. The issue was no reproduced during prior service and the error percentage rates were within specification. All required service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was under infusing by 20% during pump check after it was returned from service repair. There was no patient involvement. No additional information is available.